Event description:
Patient was revised to address subsidence of the stem; the stem was not loose. It was reported that the patient's femur was fractured during the original surgery and had been cabled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.